Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the emergency light lamp failed due to scorching or cracking of the emergency light lamp, the emergency light lamp did not light up, and an e207 occurred. However, root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source had error code e217 (emergency lamp error). The issue was found during preparation for use for an unknown diagnostic procedure. The intended procedure was completed with the same equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It is most likely that the emergency light lamp failed due to burning or cracking of the emergency light lamp, the emergency light lamp did not turn on and an e207 occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.